Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibia nail procedure on (B)(6) 2018, the compression device that connected to the connecting screw got stuck together and was unable to be disassembled. This happened after the nail was inserted into the patient and during removal of instrumentation. No other instrumentation was needed to complete the surgery. Procedure was completed successfully. Patient outcome is unknown. There was no surgical delay. There were no unanticipated x-rays taken and no medical intervention required. Concomitant devices: insertion handle - suprapatellar (part # 03.010.440, lot # unknown, quantity 1). This complaint is for a cann connecting scr f/percutan instruments for nails-ex. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a device history record review was performed for the subject device: part number: 03.010.404. Synthes lot number: u151522 . Supplier lot number: n/a . Release to warehouse date: 13-apr-2012 . Expiration date: n/a . Supplier: (B)(4). Nonconformance ( ncr) was generated during production for 27 parts with comparator step dim no. 4 not completed. The inspector was notified, parts reworked, and all passed inspection. Relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product development investigation was performed for the subject device: device evaluation: investigation flow: device interaction/functional and damage: visual (appearance not as expected) visual inspection: the cannulated connecting screw, 03.010.404, was received stuck with the compression device, 03.010.015. Additionally, the distal threads of the connecting screw appear indented and flattened in various spots over the length of the threads. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Functional test: during the functional test the connecting screw and the compression device could not be separated. Thus, further functional testing could not be completed. It was determined that the received condition does agree with the complaint description and can be replicated as the devices are stuck together and additionally the threads if the connecting screw are damaged. Document/specification review: the following drawings, reflecting the current and manufactured revision, were reviewed. --cannulated connecting screw: 03_010_404 during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: inspection of internal threads could not be completed due to the stuck condition and accurate measurement of the damaged distal threads could not be completed due to the post manufacturing deformation. Lot number review: ncr was generated during production for 27 parts with comparator step dim no. 4 (straightness specification on the outer shaft) not completed. The inspector was notified, parts reworked, and all passed inspection. This was determined to not be relevant to the complaint condition as the nc relates to a missed process step that was then performed, not a physical non-conformance of the device. The returned compression device is not intended for use with the returned percutaneous connecting screw as this connecting screw is longer than the standard connecting screw. Thus, the compression device does not extend past the distal end of the connecting screw and would not engage the desired screw in the nail for compression. The condition is consistent with the result of the device use as the received condition is consistent with overtightening of the compression screw into the connecting screw and the devices are not intended to function together. The suprapatellar instrumentation for titanium cannulated tibial nails technique guide, discusses use of the compression device on page 36 and states the 03.010.404 and 03.010.440 connecting screws use the compression device for suprapatellar (part number 03.010.443). However, the returned mating device is part number 03.010.015. No definitive root cause was able to be determined for the post manufacturing damaged to the threads as the circumstances surrounding the event are unknown. Conclusion: in conclusion, the complaint condition is confirmed as the connecting screw is stuck with the compression device and shows damaged threads. No design or manufacturing defect or deficiency was observed during the investigation. It was determined that the returned devices are not intended for use together. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.